Event description:
2.3mm t plate on right fourth metacarpal had been implanted in 2004. Plate broke post-op and revision of internal plate fixation with bone graft done as well as excise of soft tissue mass on small right finger removed in 2005.